Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the surgeon could not pull the seal easily from the aortotomy. A damage was observed in the aortotomy and the surgeon needed to repair it with couple of stitches. A partial occlusion clamp was used during the repair. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the visual inspection shows that the last winding of the seal still fused together, which could attribute to the damage. The complaint is confirmed.